Manufacturer narrative:
Upon further review, it was determined that this MDR is a duplicate of MFR report # 0002249697-2023-00845. Accordingly, any future reporting will be conducted via MFR report # 0002249697-2023-00845.

Event description:
"Visiting the surgeon in (B)(6) 2022 he told us that a part of the product , a steel ring, had broken. Our mother was told not to lay on the side, not to bend over 90 degrees and continue to have the product. He did not want to operate again and insisted that it was the right choice of product the second time. With time a lot more difficulties appeared having the broken product as it got semi -luxated more and more often." ... "Was finally operated on the (B)(6) july. Surgeon replaced the broken product with a new exactly the same upper part including the steel ring. The surgeon promised me that they would send the broken product to stryker to get it examined and see if there is a defective metal in this product. We asked for full transparency and we wanted to be able to talk to you directly, explain and complement her medical journals and give our full cooperation to your investigation but have received none so far."

Event description:
"Visiting the surgeon in november 2022 he told us that a part of the product , a steel ring, had broken. Our mother was told not to lay on the side, not to bend over 90 degrees and continue to have the product. He did not want to operate again and insisted that it was the right choice of product the second time. With time a lot more difficulties appeared having the broken product as it got semi -luxated more and more often." ... "Was finally operated on the (B)(6). Surgeon replaced the broken product with a new exactly the same upper part including the steel ring. The surgeon promised me that they would send the broken product to stryker to get it examined and see if there is a defective metal in this product. We asked for full transparency and we wanted to be able to talk to you directly, explain and complement her medical journals and give our full cooperation to your investigation but have received none so far."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.